Event description:
It was reported that this right ventricular (rv) lead exhibited high thresholds, which resulted in loss of capture. The patient experienced asystole for less than two seconds. Subsequently, this rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.